Event description:
It was reported to philips that the device had a therapy knob failure during the operational check. The device was not in use on a patient.

Event description:
It was reported to philips that the device had a therapy knob failure during the operational check. The device was not in use on a patient. One therapy switch was returned for failure analysis. The reported problem was duplicated during lab tests. The device displayed different values from the selected energy due to contamination inside the switch, which clogged the shutter opening and rendered bit b1 to stay high.